Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's cgm showed 112 mg/dl and the patient lost consciousness. The brother called emergency medical services (ems) and paramedics later performed a fingerstick test that read 33 mg/dl. Patient couldn't remember the medications and treatments provided to him at the hospital. The patient was discharged the next day, (B)(6) 2025, feeling fine. At the time of he call the bg was 145 mg/dl, while his cgm was 190 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After being discharged, the reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.